Manufacturer narrative:
B2 date of death was added. B5 information was added. D4 serial and primary UDI number were revised.

Event description:
Additional information was received. The pump is no longer available. The concern for hemolysis was brought up by the cardiothoracic intensive care unit team and it is unsure if it was because of labs.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 70-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was unknown. The ccu team discussed the patient¿s right leg ischemia at the impella access site; no pulses or signals were present in that leg, which was locked and cool. No intervention was planned due to poor prognosis. The ICU attending raised concern for hemolysis from the impella device. The patient had elevated plasma free hemoglobin and ldh, but significant liver failure may have contributed to these markers. The patient was started on continuous renal replacement therapy (crrt) for renal failure. There was also concerns for hemolysis. Subsequently, care was withdrawn and the patient expired. Peripheral arterial ischemia may result from access-site vascular compromise and underlying critical illness. Renal failure and hemolysis may be influenced by underlying cardiogenic shock, critical illness, device-related factors, and concurrent liver dysfunction. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition, including advanced cardiogenic shock, multi-organ failure, and poor prognosis.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added a concomitant device. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The cause of the injury was not determined due to insufficient clinical details.